Event description:
3-4 months post-op one of the eagle screws has backed out from the plate. A revision procedure was performed and it was found that the pt had fused and there was no pt injury as a result of the screw backing out.